Manufacturer narrative:
The reported issue that the kit shielded rear case assy on two pcu devices needed replacing was not confirmed by the customer; they reported that they had no devices currently in need of rear case replacement. Bd currently has a class iii field correction and has a CAPA (B)(4) opened to address the issue of rear case breakage. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that allegedly the kit shielded rear case assy of the two pcu modules will be replaced.